Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the device evaluation has not yet begun. Limited information was provided by the user facility. Olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event but no additional information was obtained. As part of our investigation, an olympus endoscope support specialist (ess) was dispatched to provide an in-service reprocessing training to the staff. To date, the ess visit has not yet been finalized. If additional information becomes available, this report will be updated accordingly.

Event description:
Olympus was informed that the scope tested positive. No additional information was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the laboratory test results and the device evaluation of the returned scope. The scope was returned to olympus for evaluation, and was forwarded to an independent laboratory for microbial testing. The laboratory results indicated that the scope culture tested positive for micrococcus luteus. The scope was sterilized and was returned to olympus for physical evaluation. The evaluation found the bending section cover glue at the distal end and on the insertion tube side discolored, likely due to chemical damage. The internal channel of the scope was examined with the use of a boroscope and found no signs of foreign material or substance. The scope was serviced and was returned to the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, additional information from the olympus (ess) endoscopy support specialist. A visual inspection of the as received condition of the scope was unable to find any signs of foreign material /substance/stain on the external areas of the scope. In addition, a thin diameter olympus boroscope and telescope equipment were used to inspect inside the biopsy channel/port, suction channel/port, air/water port and nozzle but found no signs of foreign material/substance or stains. There was no repairs performed to the scope and the scope was returned to the user facility. The ess completed their in-service on january 17, 2018 and no deviations were noted during the ess's onsite visit.